Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently unresponsive to down arrow button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. The keypad was also torn over the down arrow button.

Event description:
The pt contacted animas alleging that the pump was unresponsive to down arrow button presses.